Manufacturer narrative:
.

Event description:
The customer reported that alarm parameters could not be changed due to numbers fluctuating. Upon further investigating, no settings could be changed as this was happening on all parameters both for alarms and settings. The device was removed from the patient. The inability to make changes to the patient settings may be detrimental to the patient. No patient harm reported.

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened. The customer reported patient involvement with no harm to the patient.